Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 15-oct-2016, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 15-oct-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 200 mcg at 56.23799 mcg/day, compounded baclofen 2000 mcg at 562.37986 mcg/day, and bupivacaine 20 mg at 5.6238 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported worsening lower back and lower extremity pain. The patient denied relief following ptm activations. The pump was reprogrammed where the intrathecal (it) rate was increased 15%. On (B)(6) 2020 the patient reported some improvement following it rate increase. No further action as the visit was performed via telehealth secondary to covid-19. On (B)(6) 2020 the pump was reprogrammed where the it rate was increased. On (B)(6) 2021 the patient reported little/minimal improvement following it rate increase. The plan was to increase again at next in-person visit. On (B)(6) 2021 the it rate was increased 20%. On (B)(6) 2021 the it rate was increased secondary to persistent pain. On (B)(6) 2021 the it rate was increased secondary to persistent pain. On (B)(6) 2021 the it rate was increased secondary to persistent pain. A catheter access port dye study was ordered. On (B)(6) 2021 the patient reported persistent pain. On (B)(6) 2021 there was a reservoir volume discrepancy where the interrogated reservoir volume was 5.1 ml and the actual reservoir volume was 10 ml. On (B)(6) 2021 there was poor dye dispersion during catheter access port dye study. It was noted a catheter revision was required secondary to probably a catheter kink. The outcome of the event was noted as ongoing. The clinical diagnosis was worsening lower back and lower extremity pain and the device diagnosis was catheter kink. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (fentanyl, baclofen, and bupivacaine) was related and the drug action that caused the event was no change in drug. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2015, product type catheter product ID 8709, serial# (B)(6), implanted: (B)(6) 2007, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was spliced, on (B)(6) 2021, and the spinal segment was replaced. The issue resolved without sequelae on (B)(6) 2021.